Manufacturer narrative:
(B)(4). The complaint could not be confirmed as the sample was discarded and no picture of the condition is available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The mini cap became loose before patient use. There was patient involvement. But no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.